Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system kinked during use. The following information was provided by the initial reporter, translated from chinese to english: "when the venous access was established for the new patient under observation, the condition was treated, and the indwelling was successful. Creases were found in the catheter tube of half the indwelling needle when the catheter tube was inserted. Re-operate with the updated indwelling needle."